Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update the section and to provide the completed investigation results. (B)(4). One 6fr angio-seal evolution device, along with the plastic header bag, locator, aluminum pouch and device tray were returned for evaluation. The carrier tube/handle assembly was returned mated with the hemostasis sheath and the tamper tube was completely exposed. The compressed collagen hung at the tip of the tamper tube. The anchor could not be located. The device was in full rear lock position and both the colored bands were visible on the deployment sleeve. Visually inspected revealed no damages or deformations were noted. The button of the device was 'hard' upon receipt. The device was then examined under fluoroscopy and the gear teeth were checked for proper mating and alignment. No anomalies were noted. Functional testing was conducted. The button was pressed and the suture unwound as intended. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the reported event was caused from excessive withdrawal forces due to the suture not unspooling. However, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
(B)(6). Device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a cerebral angiogram, the angio-seal device pulled out of the artery. The reported blood loss was less than 250 cc's. There was no difficulty with arterial access. A 5f sheath was used during the procedure. A pre deployment angiogram was performed after the access sheath was placed. Manual pressure was applied for 20 minutes. The patient was reported to be in good condition. The procedure outcome was good.